Event description:
It was reported that the customer had no delivery alarms that were going off every hour or so. Customer stated that she does not know why the screen gives no message. Customer sees a no delivery on the status screen. Customer was connected to the helpline for further assistance. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the (B)(4).